Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 15 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced sciatica ("recurrent cruralgia in both legs"), migraine with aura ("migraines with aura."), amnesia ("memory loss"), aphasia ("loss of words") and fall ("falls") and was found to have blood iron increased ("high iron levels"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the medical device removal, sciatica, migraine with aura, amnesia, aphasia, fall and blood iron increased outcome was unknown. The reporter provided no causality assessment for amnesia, aphasia, blood iron increased, fall, medical device removal, migraine with aura and sciatica with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-aug-2021. The most recent information was received on 20-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a 57-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 15 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced sciatica ("recurrent cruralgia in both legs"), migraine with aura ("migraines with aura."), amnesia ("memory loss"), aphasia ("loss of words") and fall ("falls") and was found to have blood iron increased ("high iron levels"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the medical device removal, sciatica, migraine with aura, amnesia, aphasia, fall and blood iron increased outcome was unknown. The reporter provided no causality assessment for amnesia, aphasia, blood iron increased, fall, medical device removal, migraine with aura and sciatica with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.